Event description:
A pt reported blood glucose results of "14.0 mmol/l, 5.7 mmol/l, 6.4 mmol/l, 6.8 mmol/l, and 5.8 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.